Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. Operating system is unknown. The model number provided is for android operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of numbness, sweating, weakness, and a loss of consciousness, requiring treatment of glucagon by their partner. When the customer regained consciousness, the customer was additionally treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported complaint is a password issue with the freestyle librelink app. The user can reset the account password by selecting "forgot password" in the app or libreview website and following the provided instructions. The new password should be 8 to 36 characters and contain 1 digit, 1 uppercase letter, 1 lowercase letter and 1 special character. An investigation was performed and a new account was able to be created. The password was reset and logged into the app successfully. The investigation was not able to replicate the complaint. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of numbness, sweating, weakness, and a loss of consciousness, requiring treatment of glucagon by their partner. When the customer regained consciousness, the customer was additionally treated with oral glucose. There was no report of death or permanent injury associated with this event.